Event description:
It was alleged that a patient post-op in the ICU arrested requiring intubation. During intubation the cuff was reported to leak . This allegedly occurred with three different size tubes on the same patient.